Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised. Reported elevated metal ion levels.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the (B)(4) complaint databases, using product and lot codes did not show any other reports. Repeated attempts to obtain the matrix related items proved unsuccessful. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases found no other reports against the product/lot code combinations since their release to distribution. Additional information received indicates the patient values were co-49.11 ug/l and cr-10.8 ug/l, indicating the presence of metal ions. It was indicated that no additional information such as x-rays would be received by customer quality for review. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.